Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus screen became frozen on the pump and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer's blood glucose level was 140 mg/dl.